Event description:
Additional information received from the manufacturer¿s representative (rep) the cause of stimulation turning off by itself wasn¿t determined. The rep. Hadn¿t heard anything further from the consumer regarding if the stimulation turning off by itself was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-apr-07. It was reported that the implantable neurostimulator (ins) battery would cut out and it turned the whole device off. The patient also reported that the ins settings were high and when the ins shut off, it made the patient fall. Another time when the ins shut off, the patient was driving and they noticed this because the patient could not feel their feet; the stimulation helped the patient to feel the bottom of their feet. An appointment was scheduled for (B)(6) 2017 with their healthcare professional (hcp). There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported via the manufacturer¿s representative (rep) they had stimulation on and ¿fell up a curb.¿ after recovering the consumer realized stimulation was off. They tried a couple of times to sync with the device before they were able to turn it on again. Within a week of the fall stimulation turned itself off one more time on its¿ own. An x-ray was performed which confirmed the lead was still in place. An impedance check was also performed with all results within normal limits. It was unknown if the issue was currently resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.